Manufacturer narrative:
(B)(4). Concomitant products: unknown femoral catalog #: unknown lot #: unknown. Unknown bearings catalog #: unknown lot #: unknown. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04080 and 0001822565-2017-04081. Product location unknown.

Event description:
It was reported that patient had a revision for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.